Event description:
The doctor reported on (B)(6) 2013 "a 1cm x 1cm scar/divot on the left side of her face that seemed to develop after the patient's ultherapy treatment". The doctor reported on (B)(6) 2013 that she saw the patient today and in the interim, her dermatologist has biopsied the area on her left upper cheek and injected the area with filler, which the patient says was inconclusive. Since the biopsy and injection, she feels that she had atrophy of the tissues more posterior.